Manufacturer narrative:
Possible root causes of suspected false negative results discovered through reddit review are following: complainant might misinterpret test results. Complainant might not follow the instructions for use (IFU): inadequate sample collection. Interpreting results before 10 minutes. Not performing test immediately after opening the test device in the pouch. Potential contact with foreign substances and household cleaning products during sample collection and testing. Operating test outside of storage conditions. Excessive buffer application to sample well of test device. Complainant might not use the test in accordance with its intended use. Testing outside of first 7 days of symptom onset. Taking high doses of biotin (> 10 mg per day). (B)(4) of false negative results are expected based on performance characteristics claimed for this test (B)(4) ppa). Tests might be exposed to extreme environmental conditions during storage. Flowflex test that complainant performed might yield false positive result. In order to identify the true root cause of this allegation, access bio needs to further communicate with the complainant to rule out above potential root causes, we will reconnect with the complainant to investgate facts and circumstances.

Event description:
Complainant left a review on reddit concerning potential false negative result of on/go covid-19 antigen self-test. The comment was "I never bothered doing anything with the app and just followed the written procedures, like any other brand of test. Anecdotally, I tested negative 4 days in a row with on/go, and a few hours later on the 4th day, I tested positive with a different brand (flowflex). It's possible the virus was truly still incubating and I was truly negative, but I wonder if some of my negatives were false-negatives. Anyone else have similar experiences with on/go, or other brands?" No adverse patient effects were reported.